Event description:
It was reported that the device had frequent primary audible alarm. There were no patient involvement and harm.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause was due to the defective interconnect board. Additionally, the j9 connector has become fatigued. The interconnect board was replaced.